Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that the leakage was observed at the hub during the preoperative preparation process. Any causes or contributing factors for the leak were not identified. The lesion characteristic was a left middle cerebral artery bifurcation aneurysm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of an echelon 10 catheter leaking water. The patient was undergoing intracranial aneurysm embolization surgery. The access vessel was the femoral artery with a diameter of 4.1 mm. It was noted the patient's vessel tortuosity was minimal. It was reported that when preparing to implant the catheter and connecting it to pressurized saline infusion, water leakage was observed at the proximal hub of the catheter. Multiple adjustments to the y-valve and pressure infusion system failed to resolve the issue. The catheter was therefore removed from the patient's body and replaced with a new one. The leak was observed during preparation in the proximal section. There were no patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU.